Event description:
It was reported that the patient complains of "electrical shock feeling" from the pacer site down the arm. This feeling was occurring many times per day. During the device check the device checked out fine and x-ray was negative. Programming adjustments were made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.